Event description:
It was reported that during insertion of a femoral tracker pin at rosa total knee arthroplasty, the tip broke off and remined in the cortical bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h5; h6. The remains of the pin used during the surgery was not returned. No picture(s) or video(s) were provided. Sales rep was contacted for additional information and replied that no x-ray images were available, and the remains of the device was discarded at the hospital. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.